Manufacturer narrative:
Eval confirmed that the concentration of oxygen set by the blender was inaccurate. Root cause: the concentration dial was broken allowing the dial to work independently of the controlling mechanism, this allowed the inaccurate oxygen concentrations. (See attached photos) cause, the dial appears to have been forced beyond the stops for 100% and 21%. Corrective action: place warnings in the user manual that the dial does not turn 360 degrees, but only between 21% and 100% oxygen.